Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide model: ust400 14421-aw rev h 01/16 checking your blood glucose 7 / page 96: warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that a patient's blood glucose levels reached 359 mg/dl while wearing the pod between 4 and 24 hours. When removed from the infusion site (hip/buttocks), the pod's cannula was found bent. As treatment, patient drank water and was administered a manual injection of insulin by mother.

Manufacturer narrative:
The returned device was evaluated and performed as designed. A bent cannula was noted, however, the pod was found to function as intended with no evidence of any damage or manufacturing deficiencies that would have either directly caused or contributed to the reported hyperglycemia was found. It could not be determined when the bend in the cannula occurred.